Event description:
Reference number (B)(4) event occurred in the united states on (B)(6)2024, it was reported that the patient encountered infusion set cannula kinked event within 3 hours of insertion. The infusion set was in use for 12-24 hours. Patient blood glucose level was found to be high. Patient ketones level was found to be high. Patient was hospitalized for 7 hours on(B)(6)-2024. Patient was treated with 100-u humslog do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.